Manufacturer narrative:
Qn#(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73a2000299 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The user report received on (B)(6)2022 indicated that the customer did not only report a broken clip but also clip jumped repeatedly out of the clip applier.